Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure placement difficulty due to patient anatomy was noted on the pacing lead. High undefined impedance and no pacing were noted when the lead was placed in right atrium or the right ventricle. Trouble shooting and diagnostic testing was performed. The pacing lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.